Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to verify a33 alarm and perform displacement, occlusion, prime and no delivery tests due to motor error alarm. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a compromised force sensor system alarm during prime rewind. The customer's blood glucose level was 303 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis; the customer declined to return the device.